Event description:
Info received indicates an ipp device was implanted, date and details not indicated. On 10/18/96 the device was removed from the pt and replaced reason not indicated. Co has requested add'l info.